Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half-height cubie drawer 4.1 and 4.2 were failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 4.1 and 4.2 were not detected on bus. A field service engineer (fse) found half height cubie drawer 4 had multiple issues, causing some pockets to become corrupted and not usable again. So, the fse replaced all the control boards, as well as reseated all the row board connections, some that were partially unseated. After replacing components, the fse found five pockets, that could no longer read or write. So, the fse removed those pockets. After that no other issues were there to report. The system functioned as intended after the field service engineer repaired the device.